Event description:
A report from the customer was received with the following event description: dispatched to cardiac arrest and applied monitor with therapy pads and 4 lead. No reading received on either cables. The screen was on but no reading was received. Called for 2nd unit and m13 arrived. AED was used until then.